Manufacturer narrative:
Additional information: g4, h2, h3, h6; the results of the investigation are inconclusive since the device was not returned for analysis. However, seven images were submitted to product performance engineering. The images appear to show a patient burn on the thigh area. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported burn could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2184149-2020-00067. During a bilateral lumbar rhizotomy, a patient burn occurred. The grounding pad was placed on the back of the thigh on a hairy patient. The first series of continuous rf lesions was conducted without any observable deviations from normal. When the other side was being ablated, the temperature readings seemed ¿unusual¿ on three of the probes. When the lesion was started, it was noted that the temperature on thermocouples 2 - 4 did not reach the expected temperature; thermocouple 1 functioned as intended. However, all probes had a normal impedance. The grounding pad was checked & the system did not report any ¿open circuit¿ warnings. It was suggested to complete the two-minute cycle on the 1 properly functioning thermocouple, and restart the lesion just on the other three thermocouples. When thermocouple 1 was finished at 2 min, an error message appeared on the screen stating: ¿all the channels did not lesion would you like to continue burning the rest of the channels?¿. Connections of the thermocouples, grounding pad and impedance were checked with no issues noted. The lesion was then started again where all the thermocouples functioned as intended. Following the procedure, a burn was noted in the area of the grounding pad. The patient had to go for debridement of the wound on (B)(6) 2020, and will have a skin graft this week.